Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Because the lot number of the subject device is unknown, omsc couldn¿t review the manufacture history of the subject device. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
A reprocessing staff of the user facility has dislocated her right thumb severely and torn ligaments while flushing a scope with the cleaning adapter (model mh-947) using 30ml syringe. When omsc was informed of this inicident, the reprocessing staff was awaiting for surgery for medical treatment.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".